Event description:
This complaint originated from an international distributor in (B)(4). The distributor reported a unit that was alarming circuit occlusion and ext high peak. According to the distributor, there was no patient involvement.

Manufacturer narrative:
(B)(4). The distributor was advised to calibrate the unit and then allow it to run for 24 hours. They were also advised to check the alarm settings. As of august 3, 2015, the distributor has not called back for assistance with any further assistance with this particular unit.